Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's vibration setting was not working. Contact did not have the pump at the time of the report, tandem technical support could not determine cause of event. There was no reported impact to blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.